Manufacturer narrative:
(B)(6). Device eval by manufacturer: the device was returned for analysis with contrast inside the device. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed tip damage (misshapen/split), distal shaft damage (abrasions), distal shaft kink located 33 cm from the tip, and collar damage (notched). Inspection of the remainder of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08jan2019. It was reported that the device was unable to cross the lesion area. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the device was unable to cross the lesion area. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a split tip and notched collar.